Manufacturer narrative:
The customer had changed the chloride electrode the day before the event. During maintenance the calibration and qc were fine, but on the morning of the event, the customer got calibration failures. The customer discovered that the o-rings were missing from the sodium and potassium electrodes. The issue was corrected and calibration and qc were acceptable. The field service representative found a peristaltic pump tube was out of place and the other was leaking. He replaced the peristaltic pump tubes. The calibration, qc, and the patient correlation test passed. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable na electrode results for 1 patient sample on a cobas integra 400 plus analyzer. The initial result was 126.4 mmol/l. The erroneous result was reported outside of the laboratory. The result was questioned and the anion gap was negative so the sample was repeated. The repeated result was 141.9 mmol/l. The repeated result was believed to be correct. The electrode lot number is 21414947 with an expiration date of 16-sep-2022.

Manufacturer narrative:
The device code, component code, new eval method code, new eval result code, and new eval conclusion codes were updated.